Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, unknown malfunction was noted on the right atrial (ra) lead on stored electrograms. No further information is available as patient did not contact or visit the clinic. The patient was stable.